Manufacturer narrative:
The unit is being requested back for investigation. A follow-up report will be submitted once an inspection has been completed.

Event description:
The company was informed on (B)(6) 2016 of an adverse event that occurred on (B)(6) 2016. The patient describes the situation as the 30l lox vessel sprayed out gas in her home. The patient had filled her portable and after this the vessel started to leak. There was no harm reported to the patient although the patient did only have one vessel left at home and had to call an ambulance in order to get oxygen at a hospital.

Event description:
Therapy specialist had after talking to the patient made the initial assessment that the filling of the stroller had been filled correctly. The last fill to the stroller was made (B)(6) 2016 and then the filling was stopped when the thermos was full (no "over-filling"). It was not reported of any harm to the patient although the patient did only have one vessel left at home and had to call an ambulance in order to get oxygen at a hospital.